Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead had an episode where multiple shocks were delivered and led to therapy exhaustion. Low out-of-range shocking lead impedance measurements less than 20 ohms were observed during shock delivery. Noise on the shock channel was able to be reproduced with isometrics. A surgical intervention was subsequently performed where the rv lead was explanted and replaced and the device replaced as well. Additional information received from the field representative indicated that the cause of the observation was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. Visual inspection noted that the proximal end of the distal spring electrode was separated from the lead body insulation. Calcification was also noted on the distal end of the distal coil and tissue was noted entwined in the helix. Detailed analysis found a cut on the terminal leg insulation molding through to the rate/sense conductor coil. 3 filars of the rate/sense conductor coil, underneath the cut, were noted to have melted apart. The cut on the lead insulation was likely incurred during a previous revision procedure. The allegation was confirmed.